Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 has an overtemp alarm. No patient adverse events reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked water tank cover, stripped interlock block, bent micro switch, broken pole clamp, noisy pump, outdated printed circuit board (pcb), power switch, plate clip and line cord failed our electrical test. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. Ran device and found pump to be noisy. Hooked up to safety/electrical test. The line cord works but failed the test. The reported problem was duplicated. The reported event was found to be caused by printed circuit board (pcb). The root cause could not be determined. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.